Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/apin') in a 36-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included carpal tunnel syndrome, parity 1, knee pain, shoulder pain, knee pain, tendonitis, anemia, vertigo and nausea. Concurrent conditions included stress. Concomitant products included celecoxib, ergocalciferol (calciferol vit d), ergocalciferol (vitamin d2), ibuprofen, lorazepam, naproxen, paracetamol (tylenol regular) since 2007 and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("an allergic reaction"), menstrual disorder ("menstrual issues"), breast tenderness ("breast tenderness"), breast swelling ("breast swelling"), adnexa uteri pain ("ovarian pain"), back pain ("lower back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, breast tenderness, breast swelling, adnexa uteri pain, back pain and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, anxiety, back pain, breast swelling, breast tenderness, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 112 lbs. Patient received treatment for pain, and abnormal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/apin') in a 36-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no." The patient's medical history included carpal tunnel syndrome, parity 1, knee pain, shoulder pain, knee pain, tendonitis, anemia, vertigo and nausea. Concurrent conditions included stress. Concomitant products included celecoxib, ergocalciferol (calciferol vit d), ergocalciferol (vitamin d2), ibuprofen, lorazepam, naproxen, paracetamol (tylenol regular) since 2007 and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("an allergic reaction"), menstrual disorder ("menstrual issues"), breast tenderness ("breast tenderness"), breast swelling ("breast swelling"), adnexa uteri pain ("ovarian pain"), back pain ("lower back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, breast tenderness, breast swelling, adnexa uteri pain, back pain and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, anxiety, back pain, breast swelling, breast tenderness, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 112 lbs. Patient received treatment for pain, and abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events pain, abnormal bleeding and allergic reaction was updated to recovered/resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/apin') in a 36-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included carpal tunnel syndrome, parity 1, knee pain, shoulder pain, knee pain, tendonitis, anemia, vertigo, nausea, follicular cyst of ovary, flank pain, left lower quadrant pain, spondylarthritis, celiac disease, thyroid nodule, perioperative nausea and vomiting prophylaxis, vitamin d deficiency, shoulder pain, carpal tunnel syndrome, costovertebral angle tenderness, abdominal pain, insomnia, c-section (2001), uterine enlargement, endometriosis, d & c, allergic reaction to analgesics, cervicitis and adenomyosis. Concurrent conditions included stress. Concomitant products included celecoxib, ergocalciferol (calciferol vit d), ergocalciferol (vitamin d2), ibuprofen, lorazepam, naproxen, paracetamol (tylenol regular) since 2007 and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("an allergic reaction"), menstrual disorder ("menstrual issues"), breast tenderness ("breast tenderness"), breast swelling ("breast swelling"), adnexa uteri pain ("ovarian pain"), back pain ("lower back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, heavy menstrual bleeding and vaginal haemorrhage had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, breast tenderness, breast swelling, adnexa uteri pain, back pain and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, anxiety, back pain, breast swelling, breast tenderness, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 112 lbs. Patient received treatment for pain, and abnormal bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, pelvic pain, dysmenorrhea, heavy menstrual bleeding, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, race information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/apin") in a (B)(6) year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included carpal tunnel syndrome, parity 1, knee pain, shoulder pain, knee pain, tendonitis, anemia, vertigo and nausea. Concurrent conditions included stress. Concomitant products included celecoxib, ergocalciferol (calciferol vit d), ergocalciferol (vitamin d2), ibuprofen, lorazepam, naproxen, paracetamol (tylenol regular) since 2007 and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("an allergic reaction"), menstrual disorder ("menstrual issues"), breast tenderness ("breast tenderness"), breast swelling ("breast swelling"), adnexa uteri pain ("ovarian pain"), back pain ("lower back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, breast tenderness, breast swelling, adnexa uteri pain, back pain and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, anxiety, back pain, breast swelling, breast tenderness, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received. This case was upgraded to incident. Surgery ¿hysterectomy with bilateral salpingo-oophorectomy¿ added to persistent pelvic pain/ pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.